Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause for the foreign material on the forceps channel could not be identified. The most probable cause for the image noise during angulation is: cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited foreign material in the forceps channel port and image noise occurred during up/down angulation. There was no patient involvement.